Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s battery died in the end of (B)(6) 2013. The patient¿s settings were at 7.5v at the time.

Event description:
It was reported that the patient experienced a shocking sensation or muscle contraction, which was thought to be a fractured lead. Soon after that, the patient's device died. The patient underwent revision of the device 17 days ago. The old device was removed and discarded, as were the leads. A fracture was visible in one of the leads. New leads were placed and an egd was performed to ensure there was no evidence that the leads had transgressed the lumen of the stomach. The leads were tunneled from the stomach and attached to the new device. The device was interrogated, resistance noted, and set in the "on" position. The device was placed in the subpectoral pocket, anchored, and the pocket was closed. The patient was brought to recovery in good condition, there were no complications, and the patient tolerated the procedure well. It was noted that the patient recovered without sequela. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).